Event description:
It was reported that post pump implant, the pt developed what was thought to be a seroma. The pt experienced hypertonia. The pt's dose was adjusted twice in january 2008, but there was no change in the pt's tone. It was later determined that the pt's catheter was disconnected and leaking; the seroma was actually csf. The catheter was replaced. Since the revision, the pt's tone was reported to be much improved and the pt recovered without sequela.